Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in retrieving the device history records for reviewing and search the complaint database by lot code were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Provided information stated the products were not suspected of failing to meet specifications. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address tibial collapse into varus. The tibia was possibly undersized. Poly wear was discovered intraoperatively.